Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: device evaluation: this device was returned for evaluation. A visual and functional assessment was performed which determined that the device passed all pre-repair diagnostic assessments, and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, while attempting to make cuts using the robotic assisted saw handpiece device, with the robotic assisted base station device, the robotic assisted satellite station device, and the robotic assisted saw interface device (sasi) left, once on plane, it was observed that the saw hand piece engaged itself without pulling the trigger. It was reported that the surgeon docked the device and swapped it out with a different unit. It was reported that the robot was mounted to the surgical bed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.